Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their implantable pulse generator (ipg) has been vibrating and their right ventricular (rv) lead feels twisted. The ipg and rv lead remain in use. No patient complications have been reported as a result of this event.